Event description:
Prior to use in patient, the circulating nurse noted that laser fiber wire was not working properly. The laser fiber wire was removed from the sterile field and sequestered until given to management for follow up. The circulating nurse gave a new laser fiber wire to the surgeon and the case continued.